Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 700s mg/dl. The caller mentioned that the infusion set was changed the night before, went to work the next day, and came back home ill. When the customer changed the infusion set, she noticed that the cannula was bent. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Reviewed the alarm history and found a no delivery alarm. The customer did not have a tubing clamp to perform the high pressure test. No further information was provided.